Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. The ventricular lead exhibited increased capture thresholds. No patient symptoms or additional information could be obtained at this time.